Event description:
The patient experienced a change in therapeutic effect, especially increased baseline spasticity and diarrhea. The patient was experiencing pain 10 out of 10 with and without spasms. The patient was in an acute rehabilitation facility. There were no pump alarms noticed. No diagnostic studies were performed. Checking the pump and catheter for issues was discussed. Drug delivered via the device was baclofen. It was later reported on (B)(6) 2012 that the patient was admitted to the hospital for "a non-pump related issue". The patient experienced seizures.

Event description:
A physician indicated that the event was all related to the patient's hypertension issues, and not the pump itself. The hypertension was the cause for her mental status change. They temporarily decreased her medication, and were currently gradually increasing it to try and find an efficacious dose for her. The patient was doing well and her issues had resolved.

Manufacturer narrative:
Catheter model: 8711, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk; pouch model: 8590-1, lot# n307888, implanted: 2012-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).